Event description:
It was reported that the green power light on the unit functioned, however, the screen was blank.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.